Event description:
Customer reported the unit has the needle stuck at the 45 mark. There was no other physical damage reported. There was no patient incident of injury reported.

Manufacturer narrative:
The reported issue of the needle is stuck at the 45 mark was not confirmed. However, evaluation revealed the needle indicator is set at 24 and pressing the release button has no affect on the needle. The needle was inflated to 120 and holds pressure, but when pressure is released the needle only returned to 114. Therefore no readings could be taken. Note: instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).